Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The analysis found that one sc60a device was returned in good visual condition and with one ecr60d cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during an open lobectomy procedure, the device loaded with gold cartridge and was used to create the interlobar at the second firing. About eight staples on the one line next to the knife slot of the patient's side were malformed. Reinforcement material was not used. Additional suture was performed. There were no adverse consequences for the patient.